Manufacturer narrative:
The explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this mitral bioprosthetic heart valve was explanted after seven (7) years, one (1) month due to mitral regurgitation. Upon visualization, there was mild calcification of the prosthesis. The native leaflet at the anterior commissure near p1 and p2 was shrunken and dropped, leading to regurgitation. A 27mm stented valve was used in replacement and there were no adverse patient effects as a result of the valve replacement.

Manufacturer narrative:
Device evaluation: radiography demonstrated a calcification nodule on leaflet 3, commissures 1 and 2 bent, and wireform intact. During visual examination, heavy host tissue overgrowth was found the leaflets and into the orifice at the greatest distance of approximately 10mm on leaflet 1 and at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by 2mm near commissure 1, and leaflets 2 and 3 by 3mm near commissure 3 at the outflow aspect. The sewing ring was cut at multiple locations around the valve circumference, and the wireform was exposed near leaflet 2 at the outflow aspect. Pledgets remained attached around the sewing ring. The clinical observation of calcification was confirmed. The clinical observation of regurgitation could not be confirmed through visual examination. Host tissue restricted leaflet mobility and led to stenosis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Calcific degeneration is contributed to many factors which include patient factors (age, disease state, pharmacological intervention, etc.) Mechanical stress related to the valve¿s hemodynamics performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edward¿s tissue valves due to anti-calcification treatments during manufacturing. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis in this case, svd was most likely due to a patient condition/factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.